Manufacturer narrative:
Device received with broken battery cap noted. Device passed displacement test. Device received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons were hard to press. Customer¿s blood glucose was unknown. Customer stated that time advances during the keypad issue. Customer mentioned that battery cap was broken. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.